Manufacturer narrative:
Incident meets reporting requirements of an MDR report based on the reporting precedence in place for this device family for 'deployment issue resulting in exposed stent removed from the patient with the delivery system' on evaluation of the returned device, it was noted that the lockwire was still in place. A kink was evident on the flexor approximately 125cm from the handle. The location of this kink would coincide with the point of entry to the scope. This kink could have occurred as a result of the user not putting the device in the scope in short increments. No other damage was evident on the flexor, it was smooth. The device was examined further and it was noted that there was a kink/bend present on the filler cannula near the handle. This kink/bend was straightened. The handle of the device was actuated and the stent deployed and retracted with no issues noted. The stent was examined upon full deployment and no issues were noted with the stent. A definitive cause for the reported issue could not be conclusively determined as the actual use conditions could not be duplicated in the laboratory setting. However the most likely cause of the complaint would be user error as force would need to be applied to kink the filler cannula. The customer complaint was confirmed based on the customer testimony and the kink present on the filler cannula upon evaluation of the returned device. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the ev0-fc-10-11-4-b device of lot cr1099616 revealed no discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the complaint investigation. Original event description submitted in initial report on 30-sep-15 as follows: only half the stent deployed.

Manufacturer narrative:
Incident meets reporting requirements of an MDR report based on the reporting precedence in place for this device family for the removal of a permanent stent (fully/partially deployed). The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Event description:
Only half the stent deployed.